Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were ramping on the display. The customer did not recall any significant events leading up to a button error alarm. Blood glucose level at the time of the incident was 45 mg/dl, which was treated with food. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.